Event description:
Per the audiologist, the patient's mother reported the patient had not used the cochlear implant system for about a year. Reportedly, the patient fell three years ago (date not reported) hitting his head. He was admitted to the emergency room where it was determined he had a severe concussion with laceration and bleeding from his ear. During testing at the clinic the patient showed no response to auditory stimulation. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator with multiple electrode anomalies. Deactivation of the anomalous electrodes did not solve the problem. Results of a CT scan were not available at the time of this report filed six months later. The patient's device was explanted five months prior, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
.